Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2022, the infusion set's tubing detached from the connector and the patient felt unwell, achy and was throwing up. The blood glucose level of the patient at the time of event was 230 mg/dl. The issue occurred with two same type of infusion sets. Moreover, the infusion had been used for 2-3 days. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.